Manufacturer narrative:
(B)(4). Customer returned the meter on 9/26/2016;qc lab received on 9/27/2016;qc lab evaluation completed on 10/4/2016. Investigation completed and product evaluated with no defect found on returned meter; most likely underlying root cause of malfunction: strip issue,test strips are expired. Manufacturer tried contact customer with follow up phone call for knowing customer's condition and ensure the new replacement product is not displaying hi results;unable to talk to customer.

Event description:
Customer is concern of hi results that was obtained on (B)(6) 2016 @ 9:48pm. Customer calling wants to know how of results the meter would read. Customer run a blood test and got hi results and wants to know what the hi result means. I review with customer what the hi means and why it may occur. Customer is calling from the university campus,customer run a test with the meter that is in the lab. Customer run a test because have been having feeling symptoms of thirsty, light headed and the "heart is racing" for 3 weeks now. Customer has not being diagnose as a diabetic. Customer is not sure what the normal glucose range is because has not tested in two years. Customer states that the normal glucose range two years ago 99/93mg/dl. Customer is testing with expired test strips. Customer tried a friend run a blood test and got a results of 117mg/dl .customer advice to seek medical attention,customer states that has an doctor's appointment on (B)(6) 2016 at 8:30am . The meter memory was reviewed for test result history: hi (B)(6) 2016 09:48:00 pm fasting:no, hi (B)(6) 2016 09:37:00 pm fasting:no, the 117mg/dl (B)(6) 2016 09:28:00 pm fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer tried contact customer with follow up phone call for knowing customer's condition and ensure the new replacement product is not displaying hi results;unable to talk to customer.

Event description:
Customer is concern of hi results that was obtained on (B)(6) 2016 @ 9:48pm. Customer calling wants to know how of results the meter would read. Customer run a blood test and got hi results and wants to know what the hi result means. I review with customer what the hi means and why it may occur. Customer is calling from the university campus,customer run a test with the meter that is in the lab. Customer run a test because have been having feeling symptoms of thirsty, light headed and the "heart is racing" for 3 weeks now. Customer has not being diagnose as a diabetic. Customer is not sure what the normal glucose range is because has not tested in two years. Customer states that the normal glucose range two years ago 99/93mg/dl. Customer is testing with expired test strips. Customer tried a friend run a blood test and got a results of 117mg/dl .customer advice to seek medical attention,customer states that has an doctor's appointment on (B)(6) 2016 at 8:30am . The meter memory was reviewed for test result history: (B)(6). Adverse event not reported.